Manufacturer narrative:
(B)(6). Device evaluated by MFR: only the deployed stent of the device was retuned. The balloon catheter was not returned. A visual examination found the stent attached to a snare. The stent was severely damaged along it's entire length.

Event description:
It was reported that crossing difficulties were encountered. The severely stenosed target lesion was located in the subclavian artery. The lesion diameter was 7mm. An 8.0x30x135cm express ld stent was selected. However, it was difficult to cross the lesion. The physician withdrew the stent and chose a 7.0x20x135cm express ld stent. The target lesion was reached from the radial artery. Before the balloon was fully inflated, the stent dislodged in the targeted position. A snare was used to remove the sent. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable.